Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2020-32152. It was reported that one of the patient's leads had migrated. Surgical intervention took place where the lead was explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
All information pertaining to this event has been reviewed and no further action is required at this time.